Event description:
The customer reported that the system would display a cine disk unavailable error message. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative reformatted the cine drive and reloaded the software and the calibration files. The system was tested and found to be working as intended and put back in service.